Manufacturer narrative:
On 08 july 2016 it was prepared a final report with the information already submitted in the initial report. On 18 july 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On 29 april 2016 the medical affairs performed a clinical evaluation and commented as follows: recurring early dislocation in a cementless primary tha performed two months before. Lateralization and lengthening has been achieved through a modified head and substitution of inlay with a hooded version. The components look appropriately positioned, probably the cause for the recurring dislocation was insufficient soft tissue tension or slight immediate subsidence. No reason to suspect that a malfunctioning device caused the problem. Batch review performed on 09 may 2016. Lot 134964: (B)(4) items manufactured and released on 12 december 2013. Expiration date: 2018-10-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer delta ceramic ball head 12/14 ø 36 size l + 4, code 01.29.210, lot. 152618 (k112115) (B)(4) items manufactured and released on 26 october 2015. Expiration date: 2020-10-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Versafitcup cc trio acetabular shell ø 62, code 01.26.45.0062, lot. 144699 (k103352) [not explanted] (B)(4) items manufactured and released on 10 october 2014. Expiration date: 2019-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not available.

Event description:
The patient had 2 dislocations after the primary surgery, so the surgeon decided to revise head and liner.